Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed, and the field representative discovered that the reported event might have been caused by one or two of the instrument spheres not being fully fixed onto the instrument. System was fully functional and no indication of malfunction was found in the camera logs. No part return or replacement was found necessary. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the navigation system's camera was intermittently tracking and the amber error light was flickering. They indicated it was not beeping or cycling but rather just cutting out intermittently. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.